Event description:
The customer reported that the unicel dxc 600 synchron system was leaking electrolyte reference reagent around the ratio pump. The leak was contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) examined the system and identified an overflow of the ion-selective electrode waste tube. The engineer removed and replaced the waste valve. The service activity was verified to meet the specified requirements per established procedures. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The alleged failure mode of a malfunctioning waste valve, upon recurrence, has the potential to cause discrepant results. (B)(4).